Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console suddenly began emitting a continuous audible alarm. Upon inspection of the equipment, it was observed on the front panel that the icons corresponding to the power connection and the battery were turned off. The console was not in use with a patient. When attempting to power on the console, it did not turn on. The console was connected to the electrical power supply at all times during the event. The console was removed from service, and a replacement unit was sent to the customer while the technical support team performs an on-site evaluation to determine the appropriate course of action. The client did not record any motor data because the event occurred while the equipment was not in use. The console would be returned.